Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the following components: air/water cylinder, air/water tube, and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, "foreign material inside the plastic distal end cover", "foreign object in the air/water supply cylinder," and "foreign object in the air/water supply channel" was confirmed. It is possible that leakage from the bending section cover prevented proper reprocessing, therefore; the foreign matter could not be removed. Hence, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instruction for use (IFU). The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.